Event description:
The first of two reports of a laceration that occurred with the use of the same radiolucent skull clamp. The event was described as follows: an adult had a radiolucent skull clamp applied in preparation for a posterior cervical fusion at some point during the procedure, the surgeon thought that something had moved. The pt incurred a scalp laceration. It is not known whether this pt required any medical intervention. Additional clinical info was requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.